Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® tubes, the device experienced hemolysis. This event occurred once. The following information was provided by the initial reporter. The customer stated: "we received acd tubes from you in june. We have used them recently and seen that the blood is hemolyzed consistently, which it was not previously."

Manufacturer narrative:
Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for hemolysis was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to hemolysis were observed. There were no difficulties encountered during blood collection and all retained tubes appeared to exhibit proper fill. Bd was not able to confirm the customer¿s indicated failure mode, hemolysis, because the defect was not evident in the testing of the retained lot samples following centrifugation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hemolysis. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to hemolysis were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® tubes, the device experienced hemolysis. This event occurred once. The following information was provided by the initial reporter. The customer stated: "we received acd tubes from you in june. We have used them recently and seen that the blood is hemolyzed consistently, which it was not previously.".